Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the catheter leak during used on the patient." The device was replaced. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the catheter leak during used on the patient." The device was replaced. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen cvc for analysis. Signs of use in the form of biological material were observed on the sample. After performing functional testing, a small hole was observed on the catheter body. Microscopic examination confirmed the damage and revealed that the edges were smooth and pointed, which is damage consistent with contact with a sharp object (i.e. Needle, scalpel, scissors, etc.). The hole on the catheter body measured 36mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 219mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.38mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the distal line, water was observed leaking from a small hole on the catheter body. No leaks were observed when flushing the proximal line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter body was confirmed through analysis of the returned sample. Visual and functional analysis revealed a small hole on the catheter body. The appearance of the hole is consistent with damage due to contact with a sharp object (i.e. Needle, scalpel , scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.